Manufacturer narrative:
Product has been discarded by the customer. Note: the instructions for use has a warning statement: test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).

Event description:
Customer reported the alarm has power however, it does not sound when weight is removed from the sensor. Customer reported that they disconnected the sensor from the alarm and the alarm did not sound. Discovered during set up caregiver still at bed side. Customer did not provide a date when discovered. No pt incident or injury was reported.